Event description:
On 03/11/1998, the MFR rec'd info from it's dist regarding a facility in the territory. The dist's sales rep stated that she rec'd an empty box that contained the device with a note that states the following: the introducer sheath sheared at the tip during placement and as a result, a new kit was opened to obtain a new introducer set. The dist's sales rep stated that to her knowledge, the device was discarded. Additionally, the facility requested a replacement. No further details were provided.